Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms, a shock impedance measurement of 80 ohms, and a threshold measurement of 3.2v @ 1ms. It was noted that sensing was fine and the patient was not pacer dependent. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended considering lead replacement. Rv output was set to 5v @ 1 ms, which may impact the rate of battery depletion. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms, a shock impedance measurement of 80 ohms, and a threshold measurement of 3.2v @ 1ms. It was noted that sensing was fine and the patient was not pacer dependent. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended considering lead replacement. Rv output was set to 5v @ 1 ms, which may impact the rate of battery depletion. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms, a shock impedance measurement of 78 ohms, and an elevated threshold measurement of 3.5v @ 1ms. The patient was recently seen at the cardiologist's office and referred to electrophysiology. There was no noise noted. Technical services (ts) discussed troubleshooting options and possible causes. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms, a shock impedance measurement of 80 ohms, and a threshold measurement of 3.2v @ 1ms. It was noted that sensing was fine and the patient was not pacer dependent. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended considering lead replacement. Rv output was set to 5v @ 1 ms, which may impact the rate of battery depletion. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms, a shock impedance measurement of 78 ohms, and an elevated threshold measurement of 3.5v @ 1ms. The patient was recently seen at the cardiologist's office and referred to electrophysiology. There was no noise noted. Technical services (ts) discussed troubleshooting options and possible causes. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.